Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a small volume intermate. This was noted before patient use. The device was filled with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available..

Manufacturer narrative:
(B)(4). The lot was manufactured from june 1, 2015- june 2, 2015.one actual unit was received for evaluation. Visual inspection on the unit noted a white floating particle in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.